Event description:
The account alleged the bed was brought to his repair shop due to a complaint that the head section would drift. He was unable to recreate the drift in the shop. He recently replaced the s8 valve and solenoid but wanted a technician to investigate.

Manufacturer narrative:
The technician found the CPR link out of adjustment creating pressure applied to the CPR valve which caused head section drift. The technician adjusted the CPR link to correct.